Event description:
It was reported that difficulty was experienced interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). A magnet was applied to the device and tones were emitted. A remote monitoring session had been successfully completed the previous day. At a later date another attempt to interrogate in clinic was made but was again unsuccessful. A remote monitoring interrogation was again successfully completed with no anomalies noted. The device was later explanted with no further complications reported. No adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. Testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.